Event description:
It was reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Upon receipt of additional information it was determined that this event was submitted under manufacturing report number 1822565-2015-00996.

Manufacturer narrative:
This report will be amended when our investigation is complete.